Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. There was no reported impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue. Patient was instructed via email on proper cartridge loading and confirmed via phone that pump use continued without further issues.